Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') and dental caries ('tooth decay') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dental caries (seriousness criterion medically significant) and hyperaesthesia teeth ("tooth sensitivity"). The patient was treated with surgery (essure removal scheduled on (B)(6) 2015) and root canals. At the time of the report, the medical device removal, dental caries and hyperaesthesia teeth outcome was unknown. The reporter considered dental caries, hyperaesthesia teeth and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') and dental caries ('tooth decay') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dental caries (seriousness criterion medically significant) and hyperaesthesia teeth ("tooth sensitivity"). The patient was treated with surgery (essure removal scheduled on (B)(6) 2015) and root canals. At the time of the report, the medical device removal, dental caries and hyperaesthesia teeth outcome was unknown. The reporter considered dental caries, hyperaesthesia teeth and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received : reporter added. Event "surgery" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.